Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, noise was noted on the right ventricular (rv) lead. Rv lead damage was suspected. Device reprogramming is anticipated. The patient was in stable condition.

Event description:
Additional information was received indicating that oversensing was observed due to noise on the right ventricular lead. No intervention has been performed. The patient is in stable condition.